Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11 corrected fields: d2a (changed from "rigid scope" to "hysteroscope, gynecology") the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken lens was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid scope had a chip in the 1st lens. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.